Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was not able to be confirmed. Olympus was not able to reproduce this error. However, olympus considered that error e433 was caused by the generator board. This was not plausible because if this component was defective, the error would be permanent. Based on the information provided, olympus assumed that the error message was temporary in this case. Regarding this error, the generator was evaluated to meet the specification. Additionally, the service department reported worn relay board contacts caused by user handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hf generator rebooted during incoming inspection/maintenance. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed error 433 was detected in the error log and the relay board had worn contacts. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.